Event description:
It was reported that patient went into cardiac arrest and lost consciousness. CPR was performed at home and patient was resuscitated by external shock. Further evaluation of electrocardiogram in clinic indicated multiple therapies for ventricular fibrillation which failed to convert to rhythm due to intermittent under sensing leading to lead noise diagnosis. Programing changes were made to resolve the issue. Patient was stabilized in hospital and discharged.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-23987 should not have been reported as a medical device report (MDR), as this product is ous unique and is not distributed in us.